Event description:
It was reported that the pt's audio processor was sent in for checking after field tests showed no functional improvements. The ap was found to be working correctly. An implant check showed that the device had malfunctioned. The pt was re-implanted in 2007. During the explant surgery, it was noted that the implant had not been sutured into place.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.